Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by a nurse practitioner, that the customer had high blood glucose levels of 546mg/dl. Customer treated with manual injections. It was also stated that the customer's infusion set detached. Troubleshooting occured. No additional information was provided.